Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was not charging the pump. Customer was able to use an alternate cable with the same adapter and reported that the pump charged successfully. Tandem technical support replaced the usb cable. Customer's blood glucose was 300 mg/dl.